Event description:
It was reported that this right ventricular (rv) lead has exhibited high out of range shock impedance measurements. This has been a gradual rise. Boston scientific technical services (ts) was consulted further evaluation was recommended. No adverse patient effects were reported. At this time, this lead remains in service.